Event description:
It was reported the pt was admitted to the hospital due to stomach pain following the implant procedure. The pt was reprogrammed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.